Manufacturer narrative:
(B)(4): a review of the black box history shows several "low or replace battery" warnings/alarm in the pump alarm history. There were no issues found with the battery. A review of the black box shows an unacknowledged occlusion alarm and several reboots occurring with the pump on the reported event date. There was corrosion found to the battery cap. There was no internal moisture or damage found to the pump. The pump was found to boot up to the verify screen with the appropriate auditory and vibratory alarms. The pump was exercised for 24 hours with no rebooting or alarm issues. The pump was tested using an external power supply and no issues were found with the electrical currents. There were no intermittent power connections found with the printed circuit board, power flex or terminals.

Event description:
The reporter contacted animas on 03/05/2012 alleging that the pump is re-booting. There is reportedly no visible damage to the battery compartment or battery cap. The battery cap was reportedly replaced 1 to 3 months ago. This report is being made based on the allegation that the pump is re-booting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.